Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with two proglide devices using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post procedure, the suture knots were successfully advanced to the vessel wall and tightened; however, significant blood oozing (hemostasis not complete) was found after tightening the sutures using a suture trimmer. A simple cut-down (widening the nick and spread) was performed and hemostasis was achieved with a patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.